Event description:
It was reported that the patient suffered a st-elevation myocardial infarction with subsequent pulseless electrical activity and passed away on (B)(6) 2024. There was no allegation of device malfunction from the physician.